Event description:
The customer reported the device had a distorted display. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the device had a distorted display. There was no reported pt involvement. The device was evaluated by a philips repair technician and confirmed. The problem was traced to a faulty display assembly. It was reported the display is distorted. This can impact the delivery of therapy. The benched replaced the display assembly to resolve the problem. All performance assurance tests passed and the device was sent back to the customer. This was a malfunction of the display assembly that caused the device to have a distorted display. No formal response was requested and none is warranted.